Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information from the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation could not determine the exact cause of the failures as it is unknown if the failures were caused by stress, handling or another factor. The instructions for use (IFU) instructs users on inspecting the device for these types of failures: preparation and inspection: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the failure was observed during reprocessing. The intended procedure was diagnostic. No other devices were replaced or involved in the event. There was no delay in the procedure. The procedure was completed using the subject device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was a leak in the biopsy channel and forceps passage and fluid was found in the electrical insulation. Corrosion was found on the control body, the scope connector and ultrasound connector. The ultrasound image had 20 full broken elements and a broken bending section. There was low tension on the control knob with play and loose movement and the angle wires were stretched causing an angulation issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, when the evis exera ii ultrasound gastrovideoscope was washed, there was a black liquid coming out from the distal tip. During the inspection of the returned device, there was a broken bending section and a deep cut on the pink probe rubber. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.